Event description:
Pt contacted dexcom technical support on (B)(6) 2011, to report that due to a diabetic ketoacidosis episode, he was vomiting, had gone to the emergency room and was admitted at the ICU and hospitalized for 3 days. Pt claims that cgm is reporting inaccurate values. A review of pt's cgm receiver report indicates that pt is not calibrating according to cgm users guide. At the time of his call to dexcom technical support, pt was out of the hospital.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.